Manufacturer narrative:
The reported event of a premature battery depletion was not confirmed. Based on the information provided, it was determined that the estimated longevities were reasonable based on the shelf time and usage rate. The device is performing per design and no malfunction is suspected.

Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited premature battery depletion. No interventions were performed. The patient was in stable condition.